Event description:
It was reported that during an unspecified procedure, a guide wire perforated a balloon catheter. The physician was attempting to place this 3x15mm apex monorail balloon catheter on the guide wire, however the guide wire "exited the balloon 3 inches on the catheter". This occurred prior to entering the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, a guide wire perforated a balloon catheter. The physician was attempting to place this 3x15mm apex monorail balloon catheter on the guide wire, however the guide wire "exited the balloon 3 inches on the catheter.'' This occurred prior to entering the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified a hypotube kink at 7.8cm distal to the strain relief. An examination of the wire lumen identified that the lumen was kinked at 4.6cm proximal to the tip. A microscopic examination of the kink site identified a hole in the wire lumen. This hole is consistent with the guidewire being pushed through the wire lumen at the site of the kink. As a result of the damage to the wire lumen it was not possible to pass a 0.014 inch size wire through the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).